Event description:
It was reported that during the implant attempt, the physician was unable to undeploy the lobes and reposition the left ventricular lead after initial placement. The physician used a lot of force to undeploy the lobes but then was unable to redeploy lobes at the final lead position. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed). Also, there were blood/body fluid outer tubing overlay, the lobe was distorted/bent, and blood in/on lobe mechanism. The analyst noted that the lead was received with the lobes undeployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it can not be determined at this time what caused the reported deployment issue.